Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro plastic prevented the scope from passing through the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital returned the product in question.

Manufacturer narrative:
Investigation: the hemopro tool and cannula were returned to the factory for evaluation. They showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A reference endoscope was inserted into the cannula several times without difficulty. The returned hemopro tool was inserted into the tool adaptor port of the returned cannula multiple times also without difficulty. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).